Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the battery was removed and the remaining extension lead and surgical lead was left in place. The patient was sutured and was offered, as a next step, to meet with a surgeon in the near future. A follow up appointment was given for to discuss next steps and to find a surgeon who will do a revision and battery replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3708340, serial# (B)(6), product type extension. Product ID 3587a, lot# l98359, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is waiting for insurance company to determine what physician patient will be referred to locally. Patient's current pain management doctor will be moving to florida and will not be patient's treating physician anymore. Patient will be seeking a complete revision of his surgical paddle and a replacement intellis battery.

Manufacturer narrative:
Continuation of d10: product ID 3708340, serial# (B)(6), product type: extension. Product ID 3587a, lot# l98359, product type: lead. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The rep called while meeting with pt who reports seeing eri message recently on their pt controller. Rep reports that when interrogating the pt's device, he noted that contact 0 was not working. Pt reported that about a year ago, their previous rep noted that contact 0 was not working, and reprogrammed using contacts 1, 2, and 3. Rep noted that when changing reference electrode to 1, that contacts 2 and 3 show 1261 ohms and 1242 ohms respectively, and that pt reported still getting efficient relief using these contacts. Rep reports they will speak with healthcare provider (hcp) regarding ins/potential lead replacement. Additional information was received from the patient via a manufacturer representative (rep). The patient stated their lead contact had been out for 2 years. It¿s a lead that was placed in 2001 (only 4 electrodes). Patient was having their battery replaced in the near future (no date yet). Rep discussed with the patient what it meant when an electrode was out and the limitations it caused. The pt understood but felt the current treatment he was receiving was working great. The patient's healthcare provider (hcp) was informed and agreed that if patient was getting the pain relief with the current deficient electrode then a battery replacement vs total revision was adequate. Additional information was received from a manufacturer representative (rep). The rep reported that patient was in surgery for implant replacement today due to eri. Rep said he used the wens and 2 of the 4 electrodes was red. While opening the neurostimulator the doctor severed the extension with bovie, thus the case was abandoned. Troubleshooting was not required. Additional information was received from a manufacturer representative (rep). The rep reported that the battery was removed and the remaining extension lead and surgical lead was left in place. The patient was sutured and was offered, as a next step, to meet with a surgeon in the near future. A follow up appointment was given for to discuss next steps and to find a surgeon who will do a revision and battery replacement. Patient is waiting for insurance company to determine what physician patient will be referred to locally. Patient's current pain management doctor will be moving to florida and will not be patient's treating physician anymore. Patient will be seeking a complete revision of his surgical paddle and a replacement battery.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components is the extension. Product ID: 3708340, serial# (B)(6), implanted: (B)(6) 2006, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The rep called while meeting with pt who reports seeing eri message recently on their pt controller. Rep reports that when interrogating the pt's device, he noted that contact 0 was not working. Pt reported that about a year ago, their previous rep noted that contact 0 was not working, and reprogrammed using contacts 1, 2, and 3. Rep noted that when changing reference electrode to 1, that contacts 2 and 3 show 1261 ohms and 1242 ohms respectively, and that pt reported still getting efficient relief using these contacts. Rep reports they will speak with healthcare provider (hcp) regarding ins/potential lead replacement. Additional information was received from the patient via a manufacturer representative (rep). The patient stated their lead contact had been out for 2 years. It¿s a lead that was placed in 2001 (only 4 electrodes). Patient was having their battery replaced in the near future (no date yet). Rep discussed with the patient what it meant when an electrode was out and the limitations it caused. The pt understood but felt the current treatment he was receiving was working great. The patient's healthcare provider (hcp) was informed and agreed that if patient was getting the pain relief with the current deficient electrode then a battery replacement vs total revision was adequate. Additional information was received from a manufacturer representative (rep). The rep reported that patient was in surgery for implant replacement today due to eri. Rep said he used the wens and 2 of the 4 electrodes was red. While opening the neurostimulator the doctor severed the extension with bovie, thus the case was abandoned. Troubleshooting was not required.